Event description:
Device was implanted in 2006. Patient was in a car accident two months later. The following year, it was discovered that a screw had started to back out and retaining springs had fractured. Device was removed four months later and replaced with another plate.

Manufacturer narrative:
Visual review of the x-ray reveals that the upper level screw has been inserted into the disc space. This coupled with the pt's car accident and potential non-unions as it appears on the x-rays prior to the revision surgery, could have resulted in the screw backing out and the retaining spring fractures. Retaining springs were evaluated and these meet design specifications. Device history records were reviewed and no discrepancies could be found.